Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that he had issues with the infusion sets and reservoirs. They believed the issue was a reservoir leak. The reservoir was leaking from the snap cap. Customer's blood glucose level ranged from 300 mg/dl to around 400 mg/dl if not higher. The device was not returned.